Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was that there was something wrong with the recharger they used to charge their right implant (ins). Patient said that the recharger cord going into the paddle was getting hot and "burns" their "a**". Pt said that when they called patient services last time, they were told to use one recharger for one side and the other recharger for their other side and not to interchange them. Pt said that also the controller had said to call medtronic; pt said that the screen said rm06 or something like that, so agent understood that a system problem message had appeared and that the error was related to the issue with the recharger. When asked for the event date, patient stated that it was probably a couple weeks ago. An email was sent to the repair department to replace the recharger. Pt mentioned during the call that they had a nerve block done about a month ago. Pt inquired about ins longevity; agent reviewed requested information with the pt.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755, serial: (B)(6), product type: 0213-recharger h3: analysis of the 0197-implantable neurostimulator, serial #: (B)(6), found a failure, recharger got hot after running it at the donut end. The cable insulation is torn at the donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.